Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 8780, serial# (B)(6),implanted: (b)(B)(6) 2019, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 mpxr 741886 (rep/hcp): information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 752.8 mcg/day) via an implanted pump. It was reported that the patient used the pump for itb (intrathecal baclofen) therapy. In april, she became very rigid. She had the pump checked by her managing physician and during the interrogation the pump seemed to be working and the reservoir was depleting. On (B)(6) 2020, the patient was taken to surgery. The surgery had been pushed back because of covid-19. Interrogation before surgery read 3.6 ml in the reservoir. During the procedure, the pump was removed and examined, and 20 ml was removed from the reservoir. The catheter was found to be wrapped around itself multiple times giving it a spaghetti look. The pump was replaced with a new one, and the catheter was aspirated and revised. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was immobile and bed ridden and had to be moved by caretakers throughout the day. No further complications were reported/anticipated. (B)(6) 2020 e1 (hcp, rep): additional information was received from the healthcare provider via the device manufacturer representative indicated that the pump segment was thrown out and that the spinal segment was left in the patient during the revision. It was reported that the rep had possession of the pump and would be sending it back for analysis. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the pump segment was thrown out and that the spinal segment was left in the patient during the revision. It was reported that the rep had possession of the pump and would be sending it back for analysis. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 752.8 mcg/day) via an implanted pump. It was reported that the patient used the pump for itb (intrathecal baclofen) therapy. In april, she became very rigid. She had the pump checked by her managing physician and during the interrogation the pump seemed to be working and the reservoir was depleting. On (B)(6) 2020, the patient was taken to surgery. The surgery had been pushed back because of covid-19. Interrogation before surgery read 3.6 ml in the reservoir. During the procedure, the pump was removed and examined, and 20 ml was removed from the reservoir. The catheter was found to be wrapped around itself multiple times giving it a spaghetti look. The pump was replaced with a new one, and the catheter was aspirated and revised. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was immobile and bed ridden and had to be moved by caretakers throughout the day. No further complications were reported/anticipated.